Event description:
Device malfunction: difficulty retrieving the filter. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the "shapeable tip" design (rc1) retrieval catheter could not pass the stent to retrieve the filter due to the tortuous anatomy; however, the "low profile flexible" design (rc2) was able to pass the stent successfully and the filter was retrieved. There was no adverse pt sequelae reported. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. Evaluation summary: the customer reports the device was discarded. The lot # was provided. The rx accunet instructions for use recommend a variety of techniques that can be used to assist passage of the recovery catheter such as: rotate the pt's neck from side-to-side, change the position of the guiding catheter or guiding sheath and/or modify the tip shape of the recovery catheter. If the stent struts are impeding, the advancement of the recovery catheter, then post dilate the stent and insert a guide wire to straighten the stented area. If the mentioned techniques are unsuccessful in recovering the filter, the alternate recovery catheter should be prepared and used. The accunet 3-in-1 comes with two recovery systems, a shapeable tip design (rc1) and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design, is more flexible and is designed to deflect into place while advancing. A conclusive root cause appears to be related to pt's tortuous anatomy. As part of mfg quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. The lot history record was reviewed and there are no non-conformities associated with this lot #.